Manufacturer narrative:
Concomitant product(s). Model: ddbb1d1, ICD; implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient's spouse has alleged a malfunction of the patients implantable cardioverter defibrillator (ICD) system contributed to the death of the patient.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Information is provided in the future, a supplemental report will be issued.